Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific receive information that during the implant of this right atrial (ra) lead the helix extended after five rotations outside the body. The lead was implanted in the atrium, but when the physician attempted to extend the helix, the helix did not extend. Finally the helix did extend, but poor measurements were noted thus the lead was repositioned. Repositioning was not successfully as the helix would not retract. The lead was not used and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.